Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and records can be performed. Complaints which are serious in nature are reviewed on a regular cadence or for due cause to provide visibility and escalation. In addition, all complaints are also monitored for trending on a monthly basis. No further information is available at this time.

Event description:
The consumer stated by email that during removal a tampon unraveled and she thought pieces remained inside. This occurred with two boxes. The consumer did visit her gynecologist to confirm no pieces remained inside. There have been 3 attempts ((B)(6) 2018) to contact consumer for more information but we have not been successful. No further information is available at this time.